Event description:
It was reported that, during the second use of this fiber, the fiber fractured during a procedure. The fiber was replaced, and the procedure was completed. There were no patient complications.